Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had high blood glucose level of 755 mg/dl and ended up going to hospital on (B)(6) 2024 about 5am in the morning and was discharged on (B)(6) 2024. The length of hospitalization was two days. The symptoms customer reported at the time of hospitalization event was confusion. The hospitalization treatment includes overnight stay request a normal pump upload using carelink personal. The patient received IV insulin drip (intravenous insulin infusion) as corrective treatment. Current blood glucose value is 67 mg/dl. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number, serial number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. Complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 10-jul-2025. Device history record (DHR) review: the lot 6000503 was manufactured according to the work instruction (wi) version 75 on 12-apr-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 09-jul-2025 against harm code no malfunction based on complaint information, malfunction code no malfunction describe and lot 6000503 and 03 complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.